Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. It was reported that the patient went to the ER on (B)(6) and was having a heart attack. She had her trial lead removed on (B)(6) 2024 by a physician in the ER. Per the patient she is stable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that an scs trial patient experienced a heart attack on (B)(6) 2024. The patient went to the ER wherein surgical intervention was undertaken and the patient's trial lead was explanted on (B)(6) 2024. The patient was reportedly stable following the incident.